Manufacturer narrative:
Batch review performed on 23 august 2021: lot 1901730: 15 items manufactured and released on 18-july-2019. Expiration date: 2024-07-07. No anomalies were found related to the problem. To date, 12 items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 23 august 2021: gmk-revision 02.07.0412psf tibial insert ps fixed size 4/12mm (k090988) lot. 179573 lot 179573: 75 items manufactured and released on 20-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, 64 items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor products. On (B)(6) 2020, the patient had the competitor products revised to medacta products for reasons unknown. 9 months after meacta product implantation, on (B)(6) 2021, the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the tibial tray and liner. The surgery was completed successfully.